Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that an 83-year-old male patient with chronic hemodialysis was initially hospitalized due to a suspected catheter in fection. After catheter replacement, a nurse observed the dialysis catheter open, unclamped, without a luer hub cap, and blood on the floor. The nurse clamped the line and left to grab some compresses. Upon returning, the patient was non-reactive and comatose (gcs 6). The patient spontaneously opened his eyes, being in and out of consciousness and occasionally responsive to simple questions. The patient was transferred to the ICU due to a suspected air embolus caused by an iatrogenic injury to the right jugular vein. A cerebral CT scan did not detect any air bubbles at the encephalic level. The patient woke up on day 1 after sedation was stopped, and nad (nicotinamide adenine dinucleotide) levels were subsequently increased. The patient is currently hospitalized for pneumothorax associated with spherical bacteria.

Event description:
It was reported that an 83-year-old male patient with chronic hemodialysis was initially hospitalized due to a suspected catheter infection. After catheter replacement, a nurse observed the dialysis catheter open, unclamped, without a luer hub cap, and blood on the floor. The nurse clamped the line and left to grab some compresses. Upon returning, the patient was non-reactive and comatose (gcs 6). The patient spontaneously opened his eyes, being in and out of consciousness and occasionally responsive to simple questions. The patient was transferred to the ICU due to a suspected air embolus caused by an iatrogenic injury to the right jugular vein. A cerebral CT scan did not detect any air bubbles at the encephalic level. The patient woke up on day 1 after sedation was stopped, and nad (nicotinamide adenine dinucleotide) levels were subsequently increased. The patient is currently hospitalized for pneumothorax associated with spherical bacteria.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.